Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 278511-02. Expiration date - the correct expiration date is 04/30/2017.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad nx cycle. The affected load was not released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00112 and 2084725-2016-00113.

Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 08/15/2015 to 02/11/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® nx was tested by a field service engineer. The unit was serviced and was left in working condition. There was no problem found with the ci strips as the same lot of strips changed properly in another unit. The DHR review found no anomalies that would contribute to the issue the customer experienced and lot history review found trending was not exceeded in this lot, therefore it is unlikely that there is an issue with the ci strips. The customer's unit was serviced and left in working conditions. The customer has not reported any further issues. The issue will continue to be tracked and trended.